Event description:
It was reported following a percutaneous angiogram on (B)(6)2010, a pre-deployment angiogram of the right femoral artery was performed and an angio-seal vip was deployed with hemostasis achieved and no complications. One week later, the patient reported back to the hospital with complaints of right leg pain. The patient underwent an angiogram; however, right femoral groin access was unsuccessful and the angiogram was obtained via the left femoral artery. An occlusion of the right common femoral artery was diagnosed. A stent was placed and blood flow was restored. The patient was reported to be stable and has a history of cardiac disease.

Manufacturer narrative:
No product has returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. Two cd rom containing radiographic images were received with the complaint. Cd rom (B)(6)2010 #(B)(4). Image 1 may represent a contrast sheath injection of the lower extremity. A guidewire is seen insitu. Image 2 may represent a left ventriculogram done with an angled pigtail catheter. Evidence was seen of previous surgery, pacemaker insertion and stent placement. Photo 2 may represent a left ventriculogram with ejection fraction measurements. Images 3, 4, 5, & 6 may represent left coronary angiograms. Image 7 may represent a right coronary angiogram. Images 8, 9, 10, 11, 12, 13, 14, 15, and 16 may represent coronary bypass and internal mammary graft angiograms. Cd rom (B)(6)2010 #(B)(4). Image 1 may represent a contrast injection with the catheter located at the iliac bifurcation. Image 2 may represent a right lower extremity angiogram. Photo 2 may represent an enhanced vessel with arrow annotation that indicates an area of irregular blood flow. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.